Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) ¿ the dentist reported that, almost 2 months after the dental implant was installed in patient¿s mouth its non-osseointegration was observed. No further information was provided.